Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system unit package was found broken before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the single unit package was found broken."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8198161. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing, and evaluation of the available retention samples was unable to identify any non-conformances. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system unit package was found broken before use. The following information was provided by the initial reporter, translated from chinese to english: "the single unit package was found broken."